Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No additional patient information has been provided by the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced some of the device's battery pins as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's display went blank several times while they were using it on a patient in cardiac arrest. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section b3 of the initial medwatch report indicates: event date ¿ (B)(6) 2020 section b3 of the initial medwatch report should indicate: event date ¿ (b(6) 2020. Physio downloaded the device's electronic records from the event for review and verified that the device lost power multiple times during the patient event. The device's display would go blank during a power loss, so the reported issue was verified.

Event description:
The customer contacted physio-control to report that their device's display went blank several times while they were using it on a patient in cardiac arrest. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There were no reports of any adverse effects to the patient as a result of the reported issue.